Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
The statlock securement device is coming apart from the pad after putting it on the patient. The nurse(s) think that there is not enough glue used between the statlock securement device and the pad.